Event description:
It was reported that foreign matter inside the packaging occurred. A 180x25cm fathom 16 .016 perph guidewire was selected for treatment. During preparation, it was noted that there was a bug inside the packaging. The device was not used and was replaced for a different one to complete the procedure. There were no patient complications reported.